Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the complaint device 03.010.522 combined hammer 500g (part#: 03.010.522, lot#: l753031) was received broken into at the welding and the broken piece was returned. The complaint condition can be confirmed. Dimensional inspection: shaft's diameter was measured to be within specification. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part number: 03.010.522, lot number: l753031, manufacturing site: umkirch, release to warehouse date: 07. Feb. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on, (B)(6) 2021 head of the slap hammer broke off during implication. Procedure was completed successfully with no surgical delay. No fragments were generated, no patient consequences were involved and no medical intervention required. This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for complaint (B)(4).